Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had sensing issue and had failed to capture. The ra lead was then removed. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of sensing issue and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood or tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.